Event description:
It was reported that device stopped during test compressions. The power was cycled. When the device was powered back on, it displayed a user advisory 136 (internal parameter corrupted) message. There was no patient involvement when this incident occurred and no additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection of the platform shows no discrepancies. Reported problem was confirmed, however no functional test could be performed. The archive data results exhibited user advisory ua 136 (internal parameter corrupted). Probable root cause attributed to this failure could be due to the defective processor pca board. For instance it may be possible that the non-volatile memory module is bad or something on the data bus was corrupt during the read.